Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s front housing split, exposing internal components, while the display continued to wake and function; the user noted difficulty using the device afterward and employed temporary containment until a replacement could arrive, consistent with a device problem related to bonding of the display assembly. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the display component consistent with a loss or failure of bond, aligning with a component-level issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.